Event description:
End-use stated that he had a ulcerated area that developed during his hospital stay in (B)(6) 2013, which had healed. End-user stated that the ulcerated are re-developed with bleeding and pain about two (2) weeks ago. Location of the areas are at the 2 o'clock and 9 o'clock position more specifically to the right and left of the stoma on the abdomen. End-user describes the size of area located on the left of the stoma is the size of silver dollar, and the one on the right is the size of a dime. End-user reports that the outer layer of skin is gone, but it has no depth. End-user states that he has been applying stomahesive powder, but there has been no improvement.

Manufacturer narrative:
Based on the available information this event is deemed a serious injury. A treatment of stomahesive wafer and use of powder was recommended to end-user. End-user was also advised to consult an ostomy nurse and to mention the application of aquacel. This complaint was evaluated by the site of manufacture, and medical and regulatory statements have been reviewed. An investigation was conducted on 12/04/2013 by evaluating and assessing the baseline complaint data; procedure review of changes in materials and processes; review of the risk probabilities calculated and review of returned products. Through the analysis of the complaint data feedback, a specific root cause cannot be determined. The feedback expressed by the ostomy patients and/or health care provider is consistent with the conditions that ostomy patients experience as reviewed. An investigation report on field skin irritation was used for the comparison analysis of the evaluation. There was no returned product available for review. Skin related field feedback and/or complaints will continue to be tracked and evaluated according to convatec inc procedures. A returned sample was not expected for this complaint. No additional information is expected.